Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 115 mg/dl. Customer states that esc button was not working properly after receiving the button error alarm. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened esc and act button dome switches. No button error alarm during testing noted. The device was received with cracked case at display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.